Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor resolute device was attempted to be used to treat a moderately tortuous, moderately calcified lesion with 80% stenosis in the mid circumflex artery. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It is reported that difficulties were encountered during removal of the device prior to stent deployment. It is also reported that the stent was deformed. No patient injury is reported.

Manufacturer narrative:
Product analysis summary: there was a kink on the catheter 10.3cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the distal stent wraps. No deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen due to hardened blood on the catheter. If information is provided in the future, a supplemental report will be issued.